Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was in for a wound check with complaints of phrenic nerve stimulation. The device was programmed from lv ring to lv tip to lv ring to rv coil. On (B)(6) 2016 the patient came to the 3 month follow-up still complaining of phrenic nerve stimulation again. The lv lead was then set to unipolar. This lead remains implanted.